Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from september 15, 2022 to september 17, 2022. H10: the actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at port 2 between the spike port tube and the spike port bonding area of the container. The reported condition was verified. The cause of the condition could not be determined, however, the cause was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The issue was identified in the pharmacy. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.